Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely the damage to the tip of the telescope occurred due to excessive force by the customer. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The olympus (omsi) field service engineer was informed, the trueview ii, autoclavable rigid telescope vision is not good and of physical damage on scope, broken components at the distal area of the outer tube. The customer reported problem was found during maintenance. No patient or procedure was involved.

Manufacturer narrative:
The referenced scope was inspected. The inspection confirmed the customer¿s reported issue, large sports on the image causing poor image. The inspected found the distal tip of the outer tube is burned and deteriorated. The investigation is still ongoing. However, if additional information becomes available, this report will be supplemented accordingly.